Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The batch number was provided with the returned product. The corrected information is provided in this follow up report.